Event description:
New information noted that it was unclear if there was an insulation damage. The patient was in permanent atrial fibrillation so the physician elected to cap the atrial lead and exchange the device. Capture thresholds were unable to be obtained due to the atrial fibrillation, but sensing and impedance measurement were stable. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right atrial lead was capped on (B)(6) 2019 due to an insulation anomaly. More information was requested but not provided.